Event description:
It was reported via merlin.net that the patient's implantable cardioverter defibrillator (ICD) experienced delayed therapy, resulting in a failure to deliver a shock. No intervention was performed, and the patient reported no symptoms.